Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 5521-b-500 tri ts baseplate size 5 lot a4s3oa. 5565-s-018 tri press-fit stem 18mm x 100mm lot 0062893k. 5570-s-040 triathlon total knee system offset adapter 4mm lot 0053904d. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
Patient had a right tka outside cors scope and then was revised in (B)(6) 2017 outside of cors scope. In (B)(6) 2020 the patient is revised again, now entering cors registry. Patient develops pain and requires a second revision on (B)(6) 2021.

Event description:
Patient had a right tka outside cors scope and then was revised in (B)(6), 2017 outside of cors scope. In (B)(6), 2020 the patient is revised again, now entering cors registry. Patient develops pain and requires a second revision on (B)(6), 2021. 26apr22 - update based on medical review dated 16 february 2022. A document titled "op report pt ds may 17, 2021" is provided: it is an operation report dated (B)(6), 2021. The diagnosis preop and postop was failed right total knee revision. A right total knee revision was carried out. They found that the tibial component was internally rotated but all other components were satisfactory. The tibial component was revised with a tibial cone.

Manufacturer narrative:
Reported event: an event regarding subsidence involving a triathlon baseplate was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion of assessment: this inquiry reports failure of a right total knee arthroplasty. It was revised once in 2017 for instability and synovitis, another time for internal rotation of the tibial component in 2020 and a third time also for internal rotation of the tibial component in 2021. I can confirm that the revisions took place since I was able to review the x-rays and operation reports. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of instability are multifactorial. Early instability is usually surgical technique related. Late instability can be due to ligament stretching or patient issues such as activity level and size and possibly trauma. Revision for internal rotation is surgical technique in origin. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant indicated: conclusion of assessment: this inquiry reports failure of a right total knee arthroplasty. It was revised once in 2017 for instability and synovitis, another time for internal rotation of the tibial component in 2020 and a third time also for internal rotation of the tibial component in 2021. I can confirm that the revisions took place since I was able to review the x-rays and operation reports. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of instability are multifactorial. Early instability is usually surgical technique related. Late instability can be due to ligament stretching or patient issues such as activity level and size and possibly trauma. Revision for internal rotation is surgical technique in origin. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Catalog numbers and lot codes of other devices listed in this report: 5537-g-519, no 5. Triathlon ts plus tibial insert x3 poly 19mm, lot m93llr. 5565-s-018, tri press-fit stem 18mm x 100mm, lot 0062893k. 5570-s-040, triathlon total knee system offset adapter 4mm, lot 0053904d. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.